Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 21 aortic pericardial valve was explanted after an implant duration of two (2) months and two (2) days and replaced with a different model 21mm aortic pericardial valve. The reason for explant remains unknown. No additional information has been provided.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: it is unknown if the device is available for return and evaluation; however, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. In this case, the surgeon explanted a 21mm valve and implanted a different model aortic 21mm valve approximately two months post-operatively with no reason for explant provided. Without return of the device or response from the health care provider, we are unable to investigate into the root cause for this event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. If new information becomes available, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 21 aortic pericardial valve was explanted after an implant duration of 67 days (2 months) and replaced with a 21mm aortic pericardial valve. Through follow up with the health care provider, it was learned this device was explanted due to endocarditis. Per the surgeon, there was dehiscence of the circumference of the valve ring through chronic infection. The explanted device was sent to the [hospital] laboratory for culture and will not be returned [for evaluation]. The operative report indicated "prosthetic valve leaflets looks clean without vegetation. The valve annulus was dehisced towards ncc but the rest looked fine, small root. Root debrided then repaired with horse crop shape homograft patch in ncc side." The health care provider was asked but did not comment on the current status of the patient. However, he did indicate that this event was not due to a malfunction of the valve.

Manufacturer narrative:
Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore the probability of endocarditis related to edwards' bioprostheses is remote. In this case, the health care provider has not disclosed the source or type of micro-organism but has indicated it was not due to the device. (B)(4).